Event description:
On 07-nov-2024, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with MDR report #mw5160627. The following event description was noted: "I had a da vinci suprapubic hysterectomy on (B)(6) 2024 at (B)(6) medical center with dr (B)(6), ob-gyn. I started experiencing chills, and not feeling well on (B)(6) 2024. I did my post-op visit with (B)(6) in the office with a report of surgical wound healing. I called my gyn office on (B)(6)2024 for antibiotics due to burning with urination, started with cipro 500mg po for 5 days. My chills got worse as I started to shiver. I went to a nearby hospital which is affiliated with (B)(6). I had a temperature of 102, treated with tylenol (3 x 325), and ivf¿s with antibiotics while awaiting a CT angiogram. CT angiogram showed I had mild pulmonary embolism in both lungs stemming from my ovarian vein and another central vein. I was given lovenox sq. Ultrasound of bilateral lower extremities showed that I was negative for dvt. Consulted with a gyn and a hematologist while admitted. I got discharged the next day on eliquis on (B)(6) 2024. I made arrangements to seek a hemotologist as recommended on (B)(6) 2024. I visited with a covering md for my pcp on (B)(6) with no medical changes. I started to experience vaginal bleeding on (B)(6) 2024, 21 days on eliquis. I saw my obgyn on (B)(6) 2024 due to an increase in vaginal bleeding. I got chemical cauterization on (B)(6) 2024 in the obgyn office. I returned to (B)(6) on (B)(6) 2024 after increasing bleeding and clots. CT of abdomen showed active bleeding in my cervix. I got admitted after vaginal packing by the ed md (B)(6). On (B)(6) 2024, I saw the hospitalist, the same hematologist group from md from previous admissions, and I was told to stop eliquis and plan for an ivc (inferior vena cava) filter. The consulting gyn removed the vaginal packing and ordered a pad counting. Bleeding decreased with a new order for lovenox 80mg bid (2 times a day) the next day and discharged home on (B)(6) 2024. I was told that I was not a candidate for the ivc filter. I went to (B)(6) on (B)(6) 2023, and I was told to return to (B)(6) as I was still bleeding, and the hematologist could not restart eliquis. I had blood tests done for coagulation. Returned to (B)(6) on (B)(6) 2024, discharged to obgyn office. I had cauterization of the cervix due to active bleeding again. I questioned the obgyn about the da vinci robotic role in bleeding and I was told that the vault was left open for the body to be healthy and absorb the fluids at the site. Today, (B)(6) 2024, I am still bleeding with limited mobility. I think the FDA should investigate this case, as it leaves the patients open for hemorrhage. I do not want to see another woman suffer like I am doing now. I found another case on youtube, so I know I am not alone with vaginal hemorrhage after a pe. I was told they could go on and suture the vault. This da vinci robotic operation needs more research and there should be a criterion for the women subjected to its use. I have found that 6 women who had traditional hysterectomy did not have my issues." Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause(s) of the patient's post-operative complications cannot be determined. A log review cannot be performed due to insufficient information provided. The da vinci system information is unknown.